Event description:
It was reported by the patient that she received the life2000 field action notification, and she was not aware of any incidence in which the ball (oxygen flow meter) dropped while connected to the life2000. It was also reported that the patient felt she was having issues with decreased spo2, increased heart rate, and increased seizure activity since starting use of the life2000. This report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
It was reported by the patient that she received the life2000 field action notification, and she was not aware of any incidence in which the ball (oxygen flow meter) dropped while connected to the life2000. It was also reported that the patient felt she was having issues with decreased spo2, increased heart rate, and increased seizure activity since starting use of the life2000. The patient is a 32-year-old female with a history of severe, persistent asthma, covid, chest pain (feb 2023), and seizures. On (B)(6) 2023, the patient received training and was set-up on the life2000 device. Later that same day, the patient texted the trainer stating, ¿something was not right.¿ the patient reported her spo2 was 80-84% and heartrate was allegedly 32-73 bpm. The trainer returned to the patient¿s home and made some adjustments to the life2000 device settings and per the patient, everything seemed better. On (B)(6) 2023, the patient reported she had a seizure and spo2 ranged from 79-97% with heartrate in the 130¿s. The patient spoke to the trainer on (B)(6) 2023, and a home visit was performed on (B)(6) 2023. The trainer adjusted the device settings on the life2000, and the patient stated the new settings felt better to her. On (B)(6) 2023, the patient experienced low spo2, increased, sporadic heartrate, confusion, and chest pain. On (B)(6) 2023, the patient stated she called 911 because reportedly her spo2 was in the 70-80¿s, heartrate was increased and sporadic, toes, fingers, and lips were blue/gray, and the patient experienced increased seizures. The patient was taken to the emergency room and discharged home later that same day. The patient was not given any medication or instructions to do anything different. Since then, the patient stated she has not used the life2000 due to fear and anxiety of being on the device. The patient felt the life2000 was not working properly, and all issues were caused by the field action, although there was no allegation of a specific device malfunction. On 26jun2023, the patient went to her pulmonologist¿s office, but they were not there. The patient spoke to the receptionist who advised that the patient should be on the life2000, but the patient was using her portable oxygen concentrator. The baxter respiratory clinician advised the patient to discuss her symptoms with her pulmonologist and obtain direction on use of the life2000. The trainer performed another home visit, and picked up the equipment as the patient informed the trainer, she would not be using the life2000. The life2000 ventilation system is intended to provide continuous or intermittent ventilatory support for the care of individuals who require mechanical ventilation. The device instruction for use note the following warning: if the breathe technologies life2000 ventilation system is not functioning properly, respiratory therapy may be compromised and may result in patient harm or death. Always have an alternate means of ventilation or oxygen therapy available. Oxygen desaturation is a below-normal level of oxygen in the blood. Normal pulse oximeter readings range from 94 to 100 percent a value under 90 percent is considered low. Oxygen desaturation can be contributed to disorders such as copd, emphysema, respiratory failure, or other pulmonary disorders. Treatment typically consists of oxygen measurement (via blood test or pulse oximetry) and oxygen administration. In this event, the patient¿s oxygen level was clinically below normal range and reportedly accompanied by increased and sporadic heartrate, cyanosis of the toes, fingers, and lips, and increased seizure activity, which is considered life-threatening, concluding a serious injury occurred. The ultimate cause of the reported drop in oxygen saturation is unknown, and likely multifactorial due to the patient's underlying pulmonary pathology and seizure disorder. Although an inspection of the device has not been performed, the cause of the reported drop in oxygen saturation is possibly related to a system interaction/malfunction between the life2000 and third-party vendor concentrator leading to oxygen flow from the concentrator falling below the prescribed level, as well as other factors such as the patient's underlying pulmonary pathology. If this system interaction/malfunction were to recur, it is likely to cause or contribute to a serious injury. The complaint will be reassessed should additional information become available.